Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient is a male hospital employee, no other information provided for reporting. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown step in sterile processing after surgery, the guidewire was found stuck in a cannulated stepped drill bit. Upon the hospital employee's attempt to remove it, he stuck himself with the guidewire. As he was attempting to separate them, he may have bent the guidewire. Prior to the surgery, it was known that the patient was (B)(6) and later at an unknown phase in sterile processing, the hospital employee was in contact with it. At some point after the incident on an unknown date, the employee tested (B)(6). The device has been discarded by the hospital. Furthermore, the hospital employee is applying for workman's compensation; he is having a lot of trouble getting the drugs approved to be paid for by his insurance. He is thinking about getting an attorney to pursue the insurance company in order to get his treatment paid for. The sales consultant stated he is not getting an attorney to serve depuy synthes. This complaint involves 1 device. This report is 1 of 2 for (B)(4).